Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) that reported the patient was hospitalized and under medical observation in view of the explant in the coming months and the very low intrathecal dosage, it was requested to permanently turn off the pump. The patient's weight, age, and implant date of pump were asked, but would not be made available. Initial reporter information and facility were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving unknown baclofen (unknown concentration at 80 mcg/day) via an implantable pump for unknown indications for use. It was reported that yesterday, (B)(6) 2024, the patient went to the hospital to have a refill of the reservoir. They used two vials 10mg/5ml baclofen and 10ml saline to do the refill and scheduled a bolus transition for concentration change. In addition, the dose/day was reduced from 99.9mcg/day to 80mcg/day. The patient was reducing dosage for planned definitive explant in the next few months. The refill was performed at 11:30 am and patient was admitted to the hospital emergency room at 4 pm with baclofen overdose symptoms (drowsiness, hypotonia and loss of consciousness). The entire solution was reportedly infused into the pocket and not into the reservoir. Per the hcp's request, the hospital permanently shut off the pump.  The rep reported that the patient was recovering from yesterday's, (B)(6) 2024, symptoms. No further information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) that reported at the moment the explant had not yet been scheduled, but the hospital did not intend to return the pump.